Event description:
It was reported that this patient received an inappropriate shock. Xray confirmed the electrode was fully inserted into the device header. Further system evaluation was recommended. No adverse patient effects were reported. It was reported that this product was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock. Xray confirmed the electrode was fully inserted into the device header. Further system evaluation was recommended. No adverse patient effects were reported. It was reported that this product was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported. This follow up report is being submitted to correct the device implant date and provide the device evaluation results.

Manufacturer narrative:
As no further information concerning this report is expected. Our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
It was reported, that this patient received an inappropriate shock. Xray confirmed the electrode was fully inserted into the device header. Further system evaluation was recommended. No adverse patient effects were reported.